Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair information is not available.

Event description:
It was reported that the system would not boot up. There is no report ID injury or death associated with the event described in this complaint.